Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a decrease in remaining longevity of 1.5 years to 3 months over a 4-month time period. This device will be replaced in the near future. No adverse patient effects were reported.